Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. Customer's blood glucose was 335 mg/dl at the time of incident. The customer stated the drive support cap appeared to be normal. Customer also stated they received a motion sensor test failure when attempting to rewind the insulin pump. The customer also reported being hospitalized for a cardiac arrest in the past. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery alarm or verify the motion sensor test failure alarm due to the motor error alarm. The pump was received with normal operating currents and an unexpected restart error test. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.